Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The pt tests her blood glucose 1-2 times a day. The pt manages her diabetes with glucophage pills. The pt indicated that the alleged meter issue started on an unspecified date/time a week prior to contacting lfs the same day. During the time of concern, the pt claimed that she was unable to test her blood glucose. Although, she was unable to test, the pt continued to eat her meals as usual and did not modify her medication regimen. On the day prior, the pt stated that she developed symptoms of the "shakes" and feeling tired. The pt administered self-treatment by eating something sweet which helped to relieve her symptoms. The pt denied seeking or receiving medical intervention from a health care provider as a result of the meter issue. The pt admitted that she had not replaced the meter's battery according to the owner's manual. She did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.